Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported a MRI without contrast was performed on (B)(6)2017- and the results were normal with no granuloma at the tip. Fluoroscopy was performed on (B)(6)2017 and the results were a normal catheter evaluation. The pump was explanted and replaced on (B)(6)2017 with the device being returned to the manufacture. The issue resolved without sequelae on (B)(6)2017.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study and device manufacturer representative indicated the refill was completed on ultrasound and re-evaluated post refill. A complete refill procedure was completed two times with varying volume discrepancy. The dye study was normal. A pump replacement was performed to resolve the event on (B)(6) 2017. The cause of the volume discrepancies was not determined. The issue had been resolved after pump replacement. No rotor study was performed. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider indicated the event resulted in impact to the patient as the pump was replaced (B)(6) 2017 with no sequelae. The contributing factors to the event were noted as unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 15 mg of dilaudid at 2.308 mg and 5 mg of bupivacaine at via an implantable pump. On (B)(6) 2017, it was reported during a routine refill, a total of 26.6cc of drug was withdrawn from the pump and 30cc of drug was withdrawn from the pump pocket. The expected refill volume was 11.2cc. It was reported that the patient had no changed in their pain. However, when refill was attempted, the patient would complain of sleepiness. The full volume of medication was withdrawn. The reservoir was rinsed and refill was attempted again twice with the same patient complaint. The pump was filled with preservative free saline and set to the minimum rate. No falls were reported and the patient's elective replacement indicator was at 39 months. The patient was scheduled for a dye study and MRI. The patient was also placed on a fentanyl 25 mcg patch every 72 hours with dilaudid 4 mg orally 4 times a day as needed. The issue was not considered resolved at the time, but the patient was reported as being alive with no injury. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.